Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ¿battery in her body doesn't work correctly when the batteries in the controller go dead¿. It was reviewed how the programmer works in relation to the ins. When new batteries were placed in the programmer, the patient was able to synchronize and showed the stimulation was on at 5.2 volts. The patient stated that they ¿had some problems¿ and a loss of therapy for the past couple/2-3 weeks ((B)(6) 2019) but had not checked it with the controller. After explaining that the depleted batteries in the programmer did not cause the stimulation in their body to turn off, the patient now seemed to understand. The patient stated that they did not think it possible that they could have accidently turned the stimulation off and noted that they kept the programmer in a bag. Since the stimulation was currently on it was advised they contact their healthcare professional (hcp) if their symptoms did not improve. There were no further complications reported or anticipated.